Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the unit had no audio.¿ the unit was triaged and the reported condition was confirmed. The device was opened and inspected for damaged components. U14 was found displaced to the lower side of the pcba. Under further inspection is was found that pins 13 and 14 were disconnected from their copper trace. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018; the service tech found the unit had no audio.